Event description:
Patient came down to ir for right thigh bleed embolization. Md to use azur coils to embolize. Coil detacher failed to detach coil. Ref # (B)(4) lot # 200629119. FDA safety report ID # (B)(4).